Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400 mg/dl range. A bolus was delivered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue. Additionally, it was reported that the pump time was set to am instead of pm and the date was incorrect; cause was unknown. Reportedly, the customer updated the pm to am and corrected the date to resolve the issue. Customer continued to use the pump for insulin therapy.